Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair for an aortic arch aneurysm and an abdominal aortic aneurysm with conformable gore® tag® thoracic endoprostheses and a gore® excluder® aaa endoprosthesis using a gore® dryseal sheath. During the procedure, dsl2428j/13357281 was inserted to the left side. After the endoprostheses were implanted, the gore® dryseal sheath (dsl2428j/13357281) was withdrawn, and dissection of the left external iliac artery was identified. A bare metal stent was additionally implanted to repair the dissection. Measurements of the left external iliac artery was not provided to gore. The procedure was concluded. The patient tolerated the procedure.